Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, during a robotic laparoscopic retropubic radical prostatectomy with bilateral pelvic lymphadenectomy while the surgeon was reaching for the suture to start the rocco stitch, the arm with the endoscope threw a high priority alarm. There was no error message accompanying the alarm, despite the startup specialist (sus) scrolling through the message bar on the operating room team interface. The alarm dismissed on its own and the endoscope worked without issue throughout. There was no patient injury.